Event description:
It was reported that the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site, it was observed that the cannula was dislodged. It was also reported that the pod was leaking insulin. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505.005.d1. Hardware: pixel 9 pro xl. Cgm sensor type: g7.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event.